Manufacturer narrative:
Device received with blank display due to moisture damage on electronic assembly. Unable to perform the rewind, basic occlusion, occlusion prime/compromised force sensor system, excessive no delivery alarm and displacement test due to blank display anomaly.

Event description:
Customer's mother reported via phone call that the device had a keypad anomaly. Esc and act buttons did not work. Customer's blood glucose was 525 mg/dl. There was condensation under the screen, the weather was humid. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.